Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and d9. Evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The ECG board and processor/bridge/pace board were replaced as a precaution. The device was recertified and returned to the customer. Review of the log confirmed the device was consistently delivering pace pulses per the customers settings. An inability to capture can be caused by various factors outside of a device malfunction, such as inappropriate pacing settings, patient preparation, and patient coupling. It was also communicated by the customer that the patient had an internal pacemaker. It is noteworthy to mention the electrode pads and multi-function cable used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a 53-year-old male patient, the device was unable to capture. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) year-old male patient, the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.